Manufacturer narrative:
Site cannot provide patient age. A software investigation found that fiducial placements were depressed into the skin and distorted during the scan. And that the tracer pattern was not optimal with no definition around the nose and eyebrows. The software functioned as designed. The system was also evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and accurate.

Event description:
A medtronic representative reported that while in a cranial surgery, the surgeon alleged an inaccuracy with the touch-n-go registration. The surgeon said that when completing a navigus biopsy, there was an inaccuracy of 3mm medial and 3mm anterior. The surgeon tried tracer 4 times and a pointmerge (predicted error was 3.7 mm), the accuracy did not change. The surgeon discontinued use of the stealthstation and used a non-medtronic system to complete the case. There was no impact on the patient outcome.